Event description:
A report was received that the patient had loss of stimulation due to high impedances of the paddle lead. The patient had two previous non-device related procedures and it was also reported that she was shocked by and electric fence. The physician explanted the patient's lead due to suspected damage to the lead and does not know the cause of the high impedances.

Manufacturer narrative:
The complaint of high impedances was verified. The paddle lead sustained heavy damage. All wires were broken at the paddle side. This lead damage would likely the source of the complaint. However, the root cause could not be determined.